Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no documentation to show a causal relationship between the patient event of peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a fluid leak or other malfunction related to this reported issue. Per the peritoneal dialysis registered nurse (pdrn), the patient experienced a breach in aseptic technique (not masking) which was most likely the cause of the peritonitis. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the report of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient did not wear a mask while performing pd therapy and while handling the catheter, resulting in a breach in aseptic technique. A pd effluent culture was tested and revealed (B)(6) growth for (B)(6). Treatment rendered is unknown. The patient had the pd catheter removed and transitioned to hemodialysis. No further information regarding the peritonitis event was available.

Manufacturer narrative:
Correction: occupation. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.